Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured on the first inflation for 5 few seconds. The device was simply pulled out after it ruptured.

Manufacturer narrative:
Device evaluated by MFR: an xxl device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 12mm in length and extended from a position 1mm proximal of the distal markerband to 13mm proximal of the distal markerband. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified multiple shaft kinks. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured on the first inflation for 5 few seconds. The device was simply pulled out after it ruptured.